Event description:
It was reported that during the procedure when detaching the tendon the breaker broke. There was no damage to the patient and all parts were removed from the patient. There was no backup device available. No delay or patient injury reported.

Manufacturer narrative:
One (B)(4) premium rasp knife reported on. This is a four year old reusable tool. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Final product met predetermined specifications upon release to distribution.

Manufacturer narrative:
One 72201661 rasp knife instrument returned. This is a five year old reusable instrument. The product was returned fractured into two portions; handle and shaft/rasp portion. The instrument has had a clean break at the point of torque where the handle and shaft joined. The rasp paddle was found sharp and undamaged. The shaft was found visibly bowed from stress. The symptoms are consistent with excess force applied to the product. At this time the allegation is considered an isolated incident.